Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged, false positive results were acquired on patient samples. The following information was provided by the initial reporter: "fx441386 / drawer c rows j/k unusable. Customer had this issue with drawer c rows j/k going unusable. They moved the vials in these rows right away, but shortly after they moved the vials 4 turned positive shortly after. 3 aerob bottles and 1 anaerob. Customer did a gram stain and found no growth. They reinserted the vials to complete the protocol. These false positive results were not reported out."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: a complaint of "drawer c rows j/k unusable/ false positives" was received against instrument bottom bactec fx, material no: 441386, serial no: (B)(6). Field service engineer was dispatched and rack was replaced to resolve the issue. The complaint is confirmed. The root cause of false positives is not known. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 5/27/2015. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed no previous complaints for this issue. Complaints for ¿results¿ issues which included " false positives " complaints are under statistical control for the month of april 2022. The upper control limit was not breached. Quality will continue to monitor the " false positives ¿complaints. No trends were identified. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged, false positive results were acquired on patient samples. The following information was provided by the initial reporter: fx441386 / drawer c rows j/k unusable. Customer had this issue with drawer c rows j/k going unusable. They moved the vials in these rows right away, but shortly after they moved the vials 4 turned positive shortly after. 3 aerobic bottles and 1 anaerobic. Customer did a gram stain and found no growth. They reinserted the vials to complete the protocol. These false positive results were not reported out.